Manufacturer narrative:
No smooth breakage. Melted, breakage due to thermal influence. Misuse.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude injury or illness that would necessitate medical or surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
This report is for the 3rd device - 3 of 3. In this event one customer reported about alltoghether 10 broken eddy irrigation tips at 5 different patients. For this case 3 broken tips reported. No injury resulted and no broken part remaind in root canal. Lot numbers are unknown.